Event description:
During a davinci assist radical prostatectomy the endocatch bag broke upon extraction of the specimen. The underside was retrieved and laparoscopy showed no further pieces in the abdomen, the entire specimen was removed with none left behind per the medical record.